Event description:
A flipped pump was reported. A catheter revision was performed due to the flipped pump. Additional information has been requested; a follow-up report will be sent when it becomes available.

Manufacturer narrative:
Catheter model 8709sc, lot # n194496012, implanted: (B)(6) 2009, explanted: unk.